Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. Vt/vf: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Positioning issues: data logs were reviewed, and there was a concentration of position in ventricle and position in aorta alarms late the evening of (B)(6) 2025. At this time there were distinct changes in motor current (mc) and placement signal (ps) pulsatility aligned with the alarms. The pump had been functioning normally up to that point. Returned product was investigated and the catheter anchor still functioned as normal. There were no visual damages/abnormalities noted on the pump besides the sterile sleeve being separated from both the proximal and distal hub. Based on the clinical details provided that the patient pulled the catheter out of the left ventricle (lv0, the root cause of the positioning issue was most likely patient movement. Product damage - sterile sleeve damage: investigation of returned product found the sterile sleeve to be separated from both hubs. Therefore, the produce damage failure mode was added and investigated. Clinical details reported that the patient was agitated, pulled on the impella catheter, causing it to come out of the lv. Based on the clinical details that the patient pulled on the catheter, the root cause of the product damage (sterile sleeve damage) was most likely a use issue. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30101.

Event description:
It was reported that the patient implanted with an impella 5.5 was agitated and pulled the impella catheter tubing out of place. The patient experienced ventricular fibrillation and cardiopulmonary resuscitation was provided. After 30 minutes the patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.